Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. One device was received for investigation. During visual inspection the device was observed to have its top case chipped in front corners, bottom case is cracked, broken off standoff, right plunger case is cracked, and tamper seal broken. Inspection of the device internals determined that the interconnect board was contaminated with fluid. Based on the findings of the inspection the reported issue was confirmed. The root cause of the condition was attributed to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The right and left plunger case, plunger cam, plunger float, push block and right and left timing plates. Leadscrew, right and left clutch halves and clutch spring were replaced. Cleaning and calibration was performed, and the device passed all testing.

Event description:
It was reported that the device top and bottom case are broken and the main boards have fluid damage. There has been no report of patient involvement.